Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had two years remaining but the gas gauge showed 90 beats per minute (bpm). It was noted that threshold increased to 3.5 at 0.4 at that time and therefore right ventricular (rv) output was also increased. Boston scientific technical services (ts) discussed discrepancy in gas gauge and magnet rate then explained that gas gauge showed shorter time based on the recent increased output. Additional information indicates that ts misunderstood the gas gauge. Moreover, high threshold was due to the patient condition. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information indicated that this pacemaker was explanted. No additional adverse patient effects were reported.